Event description:
Legal counsel for the patient reported that patient underwent bilateral total hip arthroplasty procedures and further reports patient allegations of pain, instability and recurrent dislocations. Additional information provided in a review of invoice history confirms the initial bilateral hip arthroplasty procedures occurred on september 4, 2008 and (B)(6) 2008. Subsequently, patient's initial surgery from (B)(6) 2008 was revised on (B)(6) 2008. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the form of patient operative notes and invoices confirms the initial left hip procedure took place on (B)(6) 2008 and the initial right hip procedure occurred on (B)(6) 2008. The right hip was revised on (B)(6) 2008 to remove and replace the standard sized taper adapter to a different size. A second right hip revision procedure was performed on (B)(6) 2013 to remove and replace the modular head and taper adapter with a biomet active articulation acetabular liner and ceramic head. Revision operative notes were received and indicate that a left hip revision procedure occurred on (B)(6) 2013. The surgeon noted metal staining and the presence of clear fluid during the revision. The surgeon also noted the acetabular cup was retroverted and too vertical and that there was corrosion at the head and neck trunnion taper junction. Operative report confirms the acetabular cup and modular head were removed and replaced with competitor acetabular components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿elevated metal ion levels have been reported with metal on metal articulating surfaces and material sensitivity reactions.¿, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ this report is number 4 of 5 mdrs filed for the same patient (reference 1825034-2012-002530, 1825034-2013-04567, 04575, 04676 & 04677).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "fretting and crevice corrosion may occur at interfaces between components."

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of pain, instability and recurrent dislocations. Additional information provided in a review of invoice history confirms the initial bilateral hip arthroplasty procedures occurred on (B)(6) 2008. Subsequently, patient's initial surgery from (B)(6) 2008 was revised on (B)(6) 2008. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.